Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent device was returned inside of the microcatheter. The distal part of sdw (stent delivery wire) was found to be severely damaged and broken/fractured. The stent was found to be deformed. The stent introducer sheath distal tip was found to be intact. There was a dried procedural fluid noted on the stent and sdw. While additional information state "after the procedure the hospital staff wanted to separate the two products so he used lighter to burn the product and which made the product damaged" during analysis there was no indication of burn on the returned device. During functional inspection, the stent would not advance in the returned catheter; it had to be retracted and was later deployed on the table. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The stent device was returned inside of the microcatheter. The distal part of sdw was found to be severely damaged. The distal part of sdw was found to be broken/fractured. The stent was found to be deformed. The stent introducer sheath distal tip was found to be intact. There was dried procedural fluid noted on the stent and sdw. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. It is probable that during insertion process, resistance was felt and force was then used to try and place the stent in the intended area, but due to the level of manipulation used, the sdw and stent were extensively damaged resulting in the reported event. While additional information state "after the procedure the hospital staff wanted to separate the two products so he used lighter to burn the product and which made the product damaged" during analysis there was no indication of burn on the returned device. As assignable cause of procedural factors will be assigned to the as reported event of stent difficult/unable to advance or pullback through catheter and to the as analyzed events of stent difficult/unable to advance or pullback through catheter, sdw kinked/bent, sdw broken/fractured during use and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent (subject device) delivery wire was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.